Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited low intrinsic amplitude and an elevated capture threshold. Additionally, the pace and shock impedance measurements were low and within normal limits. Technical services (ts) was consulted and reviewed data, determining the change in daily measurements indicated a possible lead dislodgement which was confirmed by the local field representative through an x ray. The lead was subsequently explanted and replaced; however, the lead was damaged during the procedure and discarded. No additional adverse effects were reported. This rv lead is no longer in service.